Event description:
Attempted to make routine r-1 blood donation. Donation aborted before completion because operators not familiar with recently-installed machine. Cannot prove this. This opinion based on: comments before being hooked up to machine to effect that she was only person in facility familiar with new machines; puzzled looks and dithering from handful of people responding to alarms from machine.